Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tn) results that were generated by the synchron lx I 725 instrument. A patient sample (a) was tested for accu tni and a result of 5.68ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. The customer re-tested the original sample for accu tni on the sample day and the repeated result was 0.04ng/ml. A fresh sample (b) was collected from the patient next day and tested for accu tni; the result was 7.26ng/ml. Sample b was re-tested approximately an hour later and the repeated accu tni result was 0.09ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc: level 2 was within specifications on 11/21 and 11/22. Level 1 was out of specifications high on 11/21 and 11/22 and recovered within range upon repeat. Level 3 was out of range hi0gh on 11/22 and repeated within range. System checks performed on 11/10/06 and 11/16/206 met specifications. The customer is unsure of how long the samples were allowed to clot. The specimens were sampled from the primary tubes. The customer did not question any other assays. A field service engineer (fse) was dispatched to the customer's lab on 11/24/06. The fse found system check partially high and replaced aspirate probes and then repeated system check which was still out of specifications high. The fse performed cleaning and re-ran system check which failed. The fse replaced dispense probes and adjusted wash arm and repeated system check which met specifications. The fse ran accu tni qc which was within range and verified the instrument per established procedures. The fse went to the account few days later as the customer called will continued accu tni qc issues. The fse conducted system check which was within specifications, but cardiac qc all 3 levels were out of specifications high. The fse recalibrated accu tni and repeated qc which was out of range high. Accu tni was recalibrated with another lot and the repeated qc was still high. The fse ran qc on another analyzer with same calibrator lot number which resulted within specifications. The fse performed alignments and replaced aspirate probes and then ran diagnostic testing which passed. The fse calibrated, ran qc, performed accu tni precision testing and verified the instrument per established procedures; all results were within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.